Event description:
It was reported that as the user inserted the guide wire into the femoral vein during a "psi" insertion, the guide wire became stuck. Surgical removal was necessary, and the surgery found the guide wire to be coild in the groin, entering through the lateral margin of the femoral vein, coiling into the space between the vein and artery and extending up into the peritoneum. Some thrombosis was present in the medial aspect of the femoral vein, but the vein was patent. The pt recovered without any complications.